Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during the patient's cannulation before surgery, the needle of a bd venflon¿ pro safety IV catheter safety system failed to retract. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that during the patient's cannulation before surgery, the needle of a bd venflon pro safety IV catheter safety system failed to retract. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that during the patient's cannulation before surgery, the needle of a bd venflon¿ pro safety IV catheter safety system failed to retract. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation of this complaint. The cannula hub was not returned. The cannula was exposed and safety mechanism has not been activated. DHR review showed no similar complaint was received for batch # 7142154. No quality notifications were raised for the batch and no abnormalities observed after reviewing preventive, maintenance and calibration equipment. The actual sample was subjected to visual inspection, manual activation of safety function and needle cap dimension measurement. The sample passed the acceptance criteria. The safety mechanism was manually activated and the cannula was able to be secured in the safety mechanism. The sample passed the acceptance criteria. The unintentional separation which resulted in the exposed cannula could be due to product application or damage on the cannula hub. The non-conformance of this complaint cannot be determined as the actual cannula hub was not returned.